Event description:
The complainant reported that an impella cp was placed with best practices. The physician felt like the impella cp was underneath the papillary muscle and wanted to reposition. While attempting to reposition, the impella cp was pulled back into the aorta and was unable to recross. The physician was adviced to use a new impella but decided to use the same impella cp for placement again. The impella cp was rinsed in heparinized saline. The pump was examined for a clot or defect and was reinserted with no issues. Impella cp turned on and flows of 3.5 were achieved. On day four of impella cp support, an echocardiogram showed a thrombus in the left ventricle. The patient was not a candidate for advanced therapy and care was withdrawn. The patient expired.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings & cautions: warnings: section: pre-support evaluation, section: impella cp with smart assist catheter insertion, section: axillary insertion of the impella cp with smart assist catheter, section: use of impella with transcatheter aortic valves: ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Manufacturer narrative:
The investigation for the thrombus and positioning issue has been completed. Product was not returned for review. Based on clinical description, the root cause of positioning issue was most likely use related since the pump pulled out of the lv while repositioning of the pump. Without sufficient clinical details, the root cause of the thrombus was unable to be determined.